Event description:
The pt reported that she was not able to adjust her stimulation. The pt saw a power on reset icon on her pt programmer that said "call your doctor." The pt was not exposed to any electromagnetic interference and had not had any recent medical procedures. The pt was instructed on clearing the power on reset and this resolved the reported issue. No pt symptoms were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.